Event description:
Related manufacturer reference 3005188751-2015-00051, 2030404-2015-00044. During an atrial fibrillation ablation procedure, a pericardial effusion occurred. An inquiry ep catheter was placed in the coronary sinus and a reflexion spiral ep catheter was placed in the left atrium. A tacticath quartz ablation catheter was used to perform the ablation procedure. A few hours following the procedure, the patient became hypotensive and pale and complained of vertigo and chest pain. An ultrasound revealed a pericardial effusion, for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any sjm device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information: the results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. Per the IFU, cardiac perforation is a known risk during the use of this device.